Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5091715) on 02-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one of the patients essure devices had migrated out of the right fallopian tube and was embedded into the terminal ileum and the terminal ileum and the mesentery/migrated essure stent into the mesentery of small bowel') and appendicectomy ('appendectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). In 2019, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("chronic pelvic pain") and asherman's syndrome ("asherman's syndrome") and underwent appendicectomy (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, appendicectomy, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for appendicectomy, asherman's syndrome, device dislocation, pelvic adhesions, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. Essure removal details: supracervical hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesion performed and excision of the essure from small bowel mesentery as well as appendectomy. Successful removal of migrated essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded left tube but right tube showed coronal and opacification of right with essure coil not seen in the fallopian tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) -2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one of the patients essure devices had migrated out of the right fallopian tube and was embedded into the terminal ileum and the terminal ileum and the msentery/migrated essure stent into the mesentry of small bowel') and appendicectomy ('appendectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("positive pregnancy test"). In 2019, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("chronic pelvic pain") and asherman's syndrome ("asherman's syndrome") and underwent appendicectomy (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingo-oopherectomy, lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, appendicectomy, pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for appendicectomy, asherman's syndrome, device dislocation, pelvic adhesions, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: serious injury criterion: hospitalization, required intervention, other serious (important medical event) and event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. Essure removal details: supracervical hysterectomy with bilateral salpingo-oopherectomy, lysis of adhesion performed and excision of the essure from small bowel mesentery as well as appendectomy. Successful removal of migrated essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded left tube but right tube showed corunal and opacification of right with essure coil not seen in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) : quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.